Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supply connections to the signal interface and cpu motherboard were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a loss of communication and failed to allow fluoroscopic exposures. No pt serious injury or death was reported to this event.